Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the small clearsight cuff was providing inaccurate values. The clearsight cuff had a damped waveform and was reading 60s over 30s with mean arterial pressures of 40 and the noninvasive blood pressure on the same side was reading 110 over 80s with map greater than 65. The clinician reported that he had removed the clearsight cuff to adjust it because there seemed to be a gap between it and the finger it was on. The patient received medications to increase the blood pressure based on the clearsight cuff readings. The clinical sales representative rep stopped monitoring removed the small clearsight cuff and remeasured the patient. The sizer indicated the patient was a medium cuff instead of a small. When the correct size cuff was placed on the patient the blood pressure values increased to 100 over 60s. There was no patient injury. The device is available for evaluation.

Manufacturer narrative:
One small clearsight finger cuff was returned for evaluation. Report of inaccurate pressure reading issue was not confirmed. Finger cuff passed eeprom verification with expired status and patient information, indicating that the device had been used. Finger cuff was reset for pressure test. Finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned finger cuff. Finger cuff sensor passed both pre and post-decontamination leak test. Per the instructions for use, improper placement or alignment of the finger cuff can lead to inaccurate monitoring. The reported malfunction was unable to be confirmed during product evaluation. However, manufacturing controls to avoid potential causes related to inaccurate values include: malfunction as follows: 100% visual inspection by mfg, 100% electrical test, and qa sampling inspection.